Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of grade 3 rectocele, grade 3 cystocele, vaginal vault prolapse, and enterocele. The patient underwent an additional procedure to revise vagina graft via vagina, including removal of prosthetic vaginal graft. It was reported that after implant, the patient experienced pink discharge, pressure, mesh exposure, atrophic vaginitis, bladder infection, grade 2 cystocele and atrophy of rugae. Post-operative patient treatment included non surgical interventions. The device was used with bard avaulta solo posterior ref# (B)(4); lot# hutg0053, and bard avaulta solo anterior ref# (B)(4); lot# hutg1523.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was grade 3 rectocele, grade 3 cystocele, vaginal vault prolapse, and enterocele. The procedure performed was an anterior and posterior repairs with avaulta graft, sacrospinous ligament fixation, and vaginal repair of enterocele. The patient underwent an additional procedure on (B)(6) 2012 to revise vagina graft via vagina, including removal of prosthetic vaginal graft.